Event description:
It was reported that, on (B)(6) 2024, during internal fixation surgery, dr. (B)(6) was implanting a short intertan nail into one of his patients that presented with an intertrochanteric fracture. When it came to drilling for the distal interlock screw, through one (1) 125 rad drill gde drop, the drill missed the screw hole through the nail. At first, it was thought that it hit the nail's edge, and then it drilled through the screw hole. However, after taking a lateral x-rays, it could be seen that the screw was posterior outside of the nail. The screw was removed, a second intertan set was opened, and it was used another 125 rad drill gde drop, but the same exact event happened. This time, it ended up fracturing the patient's femur, at the level of the distal interlock screw. The placement of the distal interlock screw was aborted, and it was placed a competitors synthes proximal femur plate on the patient's femur. The next day, they went through the system and checked everything. It was discovered that both 125 rad drill gde drops were loose enough to allow a drill to potentially miss the short nail. Both drops used on same handle. The procedure was completed after a significant delay greater than 30 minutes, with a competitor's device. Patient is stable and doing well.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.